Event description:
Pt complained that her tpn bag would be full at the end of the infusion. Testing the pump and the accessories rptr could not reproduce the incident, but an error code "307" does come up when the program is booted up on the pump screen.